Manufacturer narrative:
B3/d10 (event date): the event occurred on an unspecified date in august 2024. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a minicap transfer set. This occurred when disconnecting the drain bag after peritoneal dialysis therapy. There was no report of patient injury, however the patient was given prophylactic antibiotics as precautionary measure. No additional information is available.